Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device evaluated by the third party agent.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power during while monitoring a patient.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power during while monitoring a patient.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and was not able to reproduce the reported issue. Physio control verified the reported issue through an evaluation of the device keylog. Physio-control contacted third party agent to request additional information on the device evaluation, however, no response was received.  The cause of the reported issue could not be determined.